Event description:
It was reported that pump malfunction occurred on two dates, showing malfunction code 12 with no notable events before issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction returned.